Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette, inspected before use (empty), once filled with solvent and chemotherapy, there was a blue-black particle at the level of the bag. A new cassette was then prepared after verifying the absence of any particle. A second cassette, belonging to the same lot, also presented a visible particle at the level of the bag. It was not possible to determine whether these particles were inside the bag or located outside of it, between the flexible bag and the rigid structure of the cassette. The two cassettes were not brought into contact with chemotherapy due to the prior detection of the particle. Issue occurred at the time of preparing chemotherapy in our preparation unit. Cassette discarded and new cassette used for preparation. There was no patient involvement.

Manufacturer narrative:
H6: codes updated. Two used device and four customer pictures were returned for evaluation showing circled areas of the cassette where particulate was found. Visual test was performed and found two particulate matters were identified. One pm was observed to be blue in color and suspected to be parent material from the blue tab. The other pm was observed to be black in color. Both pms were outside of the cassette bag and within the hard casing. The lot history record was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The probable cause is unknown. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.